Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11.: additional narrative: e1: the reporter¿s complete facility address was not provided. Investigation summary: the product was not returned to depuy synthes; however, a photo was provided for evaluation. Visual inspection of the returned photo found the needle and the suture detached from it with both plates. The suture and plates had no defects. No other anomaly could be observed. The overall complaint was confirmed as the observed condition of omnispan meniscal repair 27deg would have contributed to the complained device issue. Based on the investigation findings, it is possible that the red trigger was pressed accidentally before pressing the grey trigger. Pulling the red trigger before the first shot will place the second plate to the deploying position and, when the gray trigger is pressed, both implants will be deployed at the same time. Another possible root cause can be attributed to the main pusher rod tip bent upwards; it can deploy both implants at the same time. As per instructions for use (IFU): 1) at desired depth, squeeze the deployment lever (dark gray) while maintaining depth positioning to deliver the first implant. 2) remove the needle from the tissue and retain visibility of the tip of the needle in the scope to ensure the second implant maintains the proper position. 3) pull the loading trigger (red) to load the second implant to the firing position of the needle (should be seen at 20mm marking). 3) penetrate the tissue to desired depth using needle laser markings as a depth indicator. 4) at desired depth, squeeze the deployment lever (dark gray) while maintaining depth positioning to deliver the second implant. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.

Event description:
This is report 3 of 3 for (B)(4). It was reported that during a meniscal repair surgery, the omnispan meniscal repair 27deg device could not fire again after the first firing. A replacement device was used but exhibited the same issue. It was further reported that after the first firing of another replacement device two plates deployed simultaneously. A different device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the needle and a fragment of the suture broken and frayed with one plate. The device had foreign matter, presumably biological matter. No other anomalies were found. The overall complaint was not confirmed as the observed condition of the omnispan meniscal repair 27deg would have not contributed to the complained device issue. Based on the investigation findings, it is possible that an excessive force was applied to the suture while tightening. As per IFU-109282: 1) use caution when tensioning the suture. Over-tensioning may cause suture or implant breakage. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.